Manufacturer narrative:
Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 23.nov.2016 expiry date: 01.nov.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 292.623 / l202432. Manufacturing location: (B)(4), manufacturing date:11.nov.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the guide wire was received within the original plastic and cardboard package. Both packages were found open. The device is bent as described in the complaint condition. The manufacturing review of the manufacturing documents shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. This guide wire went through different inspections before it was shipped and it is likely that such obvious damage would have been detected during one of these inspections. It is possible, though, that the bending occurred through a storage or transport issue. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in a open reduction and internal fixation (orif) for the talus fracture. When the surgeon opened, and tried to use the guide wire for the headless compression screw (hcs) 3.0, it was found that the guide wire has been bent. Since the guide wire was not usable, a new guide wire was used to complete the surgery without any problem. It was found intraoperatively. No delay in surgery or adverse consequence to the patient was reported. Concomitant device: 1x hcs 3.0, part/lot: unknown. This is report 1 of 1 for (B)(4).